Manufacturer narrative:
This report is filed (B)(6) 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due migration of the electrode array, poor performance and facial nerve stimulation with device use. The patient was reimplanted with a new device on (B)(6) 2013.

Manufacturer narrative:
This report filed march 3rd, 2016.